Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a patient experienced a st segment depression and chess pain. During a procedure, a farawave catheter was selected for use. Prior to the first energy delivery, nitroglycerin was administered. Shortly thereafter, st segment depression was observed, prompting the administration of additional nitroglycerin. The physician then switched to radiofrequency ablation. The patient returned to baseline; however, complaints of chest pain occurred. No device malfunctions were reported. No prolonged hospitalization was required, and the patient has fully recovered. The device is not expected to be returned for analysis as it was disposed of.